Manufacturer narrative:
Block h6, code 68 was assigned as conclusion to the product being used against its labeled indications.

Event description:
During a stent deployment procedure, the distal tip of the cathter broke off indwelling the pt. The tip was snared and removed from the pt with no further complications reported.